Event description:
It was reported that during the implant procedure of the lead, the physician had to reposition many times to find appropriate sensing numbers. The evening after the implant, the patient expired to cardiac tamponade due to a mycardial perforation. Additional information about the patient's cardiac disease has not been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 7232cx, serial# (B)(4). (B)(4).